Event description:
Update to event description: it was reported that on (B)(6) 2020, that during the coronary artery bypass surgery, two out of four zipfix unable to tightened. The surgeon has changed the steel wires to complete the surgery successfully. There was no surgical delay was reported. The patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5. H6: patient code 3191 is used to capture modified surgical plan and device failure. Correction: h5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 08.501.001.01s, lot: 5l63869, manufacturing site: bettlach jabil, release to warehouse date: november 21, 2019, expiry date: november 30, 2024. A manufacturing record evaluation was performed for the finished device part: 08.501.001.01s, lot: 5l63869 , and no non-conformances were identified. Four (4) sternal zipfixs were returned for evaluation. Two of them could not be tightened during surgery. Parts were forwarded to the responsible product development center for evaluation. Summary of the product development evaluation: after a visual and a functional inspection, the complaint condition was not able to be replicated. There was not significant wear on the returned parts, which might have indicated a potential for misuse. After a full drawing review, no design defects were detected. No action is required, as the complaint cannot be replicated, and no design defects were detected. The review of the device history record revealed that these sternal zipfixs were manufactured according to the specifications (lot 5l63869 in in november 2019). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the coronary artery bypass surgery, two out of four zipfix unable to tightened. The surgeon has changed the steel wires to complete the surgery successfully. There was no surgical delay was reported. The patient outcome was unknown. Concomitant device reported: sternal zipfix (part# 08.501.001.01s, lot# unknown, quantity# 2); unk - application instrument for sternal zipfix (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for (1) sternal zipfix with needle sterile. This is report 1 of 2 for (B)(4).